Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had skin lesion in the lower back. It was noted that the patient felt some burning sensation, then painful to touch and became bruised. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's infection was not device related.

Event description:
A report was received that the patient had skin lesion in the lower back. It was noted that the patient felt some burning sensation, then painful to touch and became bruised. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an infection at the pocket site. The patient was prescribed antibiotics and underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had skin lesion in the lower back. It was noted that the patient felt some burning sensation, then painful to touch and became bruised. The patient will undergo an explant procedure.